Event description:
The MFR rec'd info alleging a millennium oxygen concentrator was involved in a house fire. There was no pt harm or injury reported.

Manufacturer narrative:
The device has yet to be returned to the MFR for eval. A f/u report will be filed when the MFR has completed the investigation.